Manufacturer narrative:
No.

Event description:
After admission, on (B)(6) 2025, the patient underwent urethroscopy and indwelling catheterization under local anesthesia. During the procedure, 15 ml of saline was injected into the balloon of the single-use sterile urinary catheter. That evening, the catheter was found to have dislodged. Inspection revealed the balloon was deflated with no saline.